Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sight glass had been damaged allowing water and steam to leak from the sterilizer. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water and steam leaking from their amsco 600 sterilizer onto the floor. No report of injury.